Event description:
Baxter (B)(4) received a report that one (1) infusor seven day 0.5ml/hr12 device for which delivery stopped was observed during the patient use at the hospital. It is unknown with what the device was filled. There was patient involvement but no patient injury and medical intervention.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device and/or any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Additional narrative: baxter received one sample for evaluation. Reported complaint incident for non flow-non delivery was not confirmed. Visual examination of the unit showed no signs of blockage that could have caused the reported condition. Upon sample receipt, flow was readily observed at the luer. A functional flow test was also performed on the sample. Flow was readily observed during the entire course of the functional flow test. Flow continued without stopping, and the flow rate was found to be within specification. Per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot.